Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the x-rays provided do not contribute to the reported complaint. Although it was reported that the patient had pain, elevated metal levels as well as fluid, synovitis, and corrosion which are consistent with an adverse reaction to metal debris without the analysis of the explanted components, the source cannot be confirmed but the corrosion at the modular head cannot be ruled out. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The future impact to the patient beyond the revision cannot be determined. No further clinical assessment is warranted. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to consistent pain.